Event description:
Prior to the start of the case, a minor instrument tray was opened for the procedure. The case proceeded. During the procedure, the circulating nurse noticed that the lid to the instrument tray was cracked putting sterility of the instruments in question. The sterile indicators in the set showed the contents to be sterile.